Event description:
The customer's husband called to report a blank display and a blood glucose reading of 600 mg/dl. The customer was taken to the emergency room and was admitted with a blood glucose reading of 547 mg/dl. Troubleshooting was performed and the screen remained blank on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.